Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, and due to correction. Updated fields: d8, h2, h3, h6, h11. Corrected filed: g4 - PMA/510(k). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transmitter and receiver module failure, and an e226 endoscope communication error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the e226 error and image malfunction: the transmitter and receiver module failure. In regard to the failure of the transmitter and receiver module, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a distorted and noisy image. The issue was found during an unspecified therapeutic procedure that was completed with the same device. There were no reports of patient harm.